Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, displacement test, and unable to verify battery out limit alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, missing end cap sticker, and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call that the insulin pump had a low battery so he went to change it and the insulin pump did not power up after putting the new battery. When the insulin pump did turn on they received a battery out limit. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. They were assisted with clearing the alarm. It was noted that the insulin pump shut off twice during the call. The caller stated that there was a crack on the battery compartment. They did not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.